Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being in the hospital and that there is air inside of the tubing. The customer's blood glucose reading was 238 mg/dl at the time of incident. Troubleshooting assisted the customer to prime the pump and customer declined to troubleshoot for the air bubbles. Customer indicated they were in the hospital for a non diabetes related issue.